Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was reported as red, itchy and oozing skin under the therapy electrodes. The patient visited a pharmacy and was advised to use a gel (type unknown). The patient's medical outcome is unknown.